Event description:
The customer reported that the system displayed a "system file corruption" error message which prevented the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software and configuration files were reloaded. The system was tested and found to be working as intended and put back into service.